Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (audio bolus button tactile changes with moisture) issue. It was reported that the audio bolus button was under-responsive and that moisture was located behind the display and inside the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 21-sep-2018 with the following findings: during investigation, there was moisture damage observed behind display lens. The pump was opened and there was moisture damage found. The bolus button cover was torn causing a leak. All keys responded to user inputs; there was no moisture damage observed in battery compartment.